Event description:
It was reported that a patient presented to clinic for follow up. The left ventricle (lv) lead failed to capture, and the physician concluded it was due to calcification as noted in the vein. The physician elected to cap the lv lead and replaced with a new lead on (B)(6) 2024. The patient was stable throughout the procedure.